Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected cgm app shut-off alert occurred. It was indicated that the operating system for the mart device was not a supported system, which is misuse of the device. Data was evaluated and the allegation was confirmed. The probable cause was determined to be an app crash. No injury or medical intervention was reported.